Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the insulin pump rejected new batteries before and scratches on screen impair visibility of the screen. It was reported that they had to press escape button harder or more in order to respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2/lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test noted during testing. Device had minor scratched lcd window, cracked lcd window. The test reservoir locked in place properly and no anomaly noted. (B)(4).